Manufacturer narrative:
It was reported that after the doctor implanted a CT lucia 602 using the yamane technique on pod5 the iol was experiencing a "rotisserie" tilt. The lens was removed, and a competitor lens was implanted. It was stated that the tech "manhandled" one of the haptics when loading the lens and it was a bit of a challenge to get it into the lumen of the tsk needle. No patient injury or clinically significant delay in procedure reported. The device is not being sent back. Thus, a proper device analysis could not be completed, nor the reported issues confirmed. The customers stated that there was no damage noted during preparation for use indicating a product quality issue did not contribute to the reported issues. Additionally, it was stated by the customers that they are using the yamane technique to implant the lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag. The lenes are being used off- label based on the information provided, the risk assessment for the lucia product and based on our experience and other complaints that have already been resolved we have determined that the following factors may have cause or contributed to the damaged haptic is but is not limited to: loading strategy; lens placement technique; accessory device support; poor handling during folding and inserting. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release.

Event description:
It was reported that after the doctor implanted a CT lucia 602 using the yamane technique on pod5 the iol was experiencing a "rotisserie" tilt. The lens was removed, and a competitor lens was implanted. It was stated that the tech "manhandled" one of the haptics when loading the lens and it was a bit of a challenge to get it into the lumen of the tsk needle. No patient injury or clinically significant delay in procedure reported.

Manufacturer narrative:
Description of changes: field b2: checked "disability or permanent damage". Field b4: added "date of this report" 04/15/2025. Field b5: additional information field d9: updated to "no" field g3: updated "date received by manufacturer" to "03/26/2025". Field g6: checked "30 days", updated to "follow-up, # 1." Field h2: checked "additional information." Field h6: added codes - "health effect - clinical code " code 2047, "health effect - impact code" code 4614, "type of investigation" codes 4115, and 4109, "investigation findings" code 4248, "investigation conclusions." Code 18. Field h11: added description of changes.

Event description:
Back on (B)(6) 2022, it was reported that after the doctor implanted a CT lucia 602 using the yamane technique on pod5, the iol was experiencing a "rotisserie" tilt. The lens was removed, and a competitor lens was implanted. It was stated that the tech "manhandled" one of the haptics when loading the lens and it was a bit of a challenge to get it into the lumen of the tsk needle. No patient injury or clinically significant delay in procedure reported by the customer site. However, on (B)(6) 2025, the patient involved in the event contacted zeiss and reported complications including a detached retina, a permanently dilated pupil, and persistent visual distortion.